Event description:
It was reported that during a shoulder arthroscopy the white and blue suturetape broke after passing the suture with the scorpion needle. Only half of the suture stayed in place on the rotator cuff. The broken pieces were retrieved out of the patient. It was further reported that the scorpion was used correctly and that the surgery was finished successfully with the tapes in place. There was no harm for patient, operator or third party reported. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Event description: it was reported that during a shoulder arthroscopy the white and blue suturetape broke after passing the suture with the scorpion needle. Only half of the suture stayed in place on the rotator cuff. The broken pieces were retrieved out of the patient. It was further reported that the scorpion was used correctly and that the surgery was finished successfully with the tapes in place. Since the device was not received, an evaluation on the product could not be performed and the reported event cannot be verified. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning.